Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown quantity of unknown screws. Part and lot numbers were not provided. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in the (B)(6) as follows: it was reported that the patient was initially underwent an internal fixation procedure on (B)(6) 2015 during which time a 3.5mm locking compression plate was implanted in the left arm. The patient experienced activity limitations and pain in her left arm. The date symptoms began is unknown. On (B)(6) 2015, it was discovered that the plate had broken. Revision surgery is anticipated but has not yet been scheduled. The patient is reportedly stable at the time of this report. This report is for an unknown quantity of unknown screws. This report is 2 of 2 for (B)(4).